Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1098 - triclip japan pas, patient site (b)(60 - (B)(4). It was reported that on (B)(6) 2026, a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 5. An xtw clip was inserted into the valve. However, while withdrawing the clip back into the right atrium, a chordae rupture was noted on the septal leaflet. Repositioning was performed and an additional clip was implanted, reducing tr to a grade of 2. There was no clinically significant delay in the procedure.